Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of hydromorphone. After an unspecified length of time in use, it was reported that the tubing separated from the filter. The homecare patient returned to the user facility where the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)